Event description:
An angio-seal device was used after an angiogram. The angiogram showed no obvious lesions, but the puncture site was below the bifurcation and the superficial femoral artery (sfa) was not large enough. Later that day, the pt's lower right extremity was mildly cold and had weak pulses. A duplex ultrasound reveled almost no flow in right sfa. A puncture was made in the left femoral artery. Manual suction was performed twice using a guiding catheter and then a snare was used to retrieve the foreign body. Manual compression was performed at both puncture sites and a mild bruise developed at the right groin.

Manufacturer narrative:
As the product was not returned and the lot number was not available, our investigation was limited. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.